Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 12 false positive sars result. Customer states they were negative by other brand rapid antigen tests. Unknown symptomatic status and if confirmation testing was done. Numerous attempts were made to gather more information from the customer without success. Report 7 of 12.